Event description:
Pt experienced red heart alarms and no cause was identified during device diagnostics testing and evaluation; on (B)(6) 2012. The patient had a mca ischemic stroke which later converted to a hemorrhagic stroke. Hgbn & ldh 123, 2114 respectively.